Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.

Manufacturer narrative:
Though no product was returned from the user facility in (B)(4), pictures were reviewed by a quality engineer and marketing specialist and the pictures did not appear to show a product malfunction. It was explained to the customer that the covers are loose to provide proper patient immersion and pressure redistribution as part of the therapeutic properties of the mattress. If a patient¿s skin has become marked from laying on the mattress, this may indicate improper hospital turning protocols or a pre-existing skin condition.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.